Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device lead impedance and capture test were not performed since (B)(6) 2017. It was believed that it was due to a lack of pacing on legacy device. No intervention was performed. Patient was stable and will continue to be monitored.